Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced fluctuating high and low blood glucose readings. The customer had readings of 338 mg/dl, 346 mg/dl and 354 mg/dl. The customer treated with 10 unit bolus. The customer had symptoms such as shakes and sweats and blood glucose went down to 44 mg/dl while sensor glucose was 267 mg/dl. The customer calibrated and blood glucose was 118 mg/dl while sensor glucose was 154 mg/dl. The product was not returned for analysis.